Event description:
A patient underwent generator repositioning surgery due to a subcutaneous infection over the generator skin pocket. The company representative who attended the surgery recommended that the surgeon replace the generator instead, but the physician elected to sterilize and reposition the generator to a new pocket 3-4 inches away from the original implant location. The infected area was debrided and the infected site was closed with sutures. The physician believed that the patient caused the infection by excessively scratching the generator incision site. The device history records were reviewed for the generator and confirmed that the device was sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.